Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor experienced an underinfusion. The reporter stated that the expected total infusion time was approximately 10 hours; however, after 12 hours the balloon was still half full. The device had been filled with desferrioxamine 1000mg in 52ml sodium chloride 0.9%. The reporter stated that the device was being used with a thalaset needle 29 gauge. The reporter stated that the device had been removed from the fridge approximately four hours before use and that the solution flowed before connection to the home patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13n050 was manufactured between december 19, 2013 and december 20, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection on the unit showed no signs of physical abnormality that could have caused the reported condition. The fluid in the reservoir was subsequently allowed to drain until emptied. A functional flow rate test was performed on the unit based on the criteria in manufacturing evaluation laboratory procedure and the flow rate was within specification. The reported condition could not be verified. The device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.